Manufacturer narrative:
The insulin pump was received with a constant motion sensor test failure alarm during rewind. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to the motion sensor test failure alarm. The following physical damage was noted: missing end cap sticket, cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump was beeping and not delivering. The patient's blood glucose at the time of incident was 575 mg/dl, which the customer has yet to treat for. The customer confirmed that they received a motion sensor test failure alarm. Troubleshooting was initiated and the customer was unable to perform the displacement test due to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.